Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose with a cgm reading of 319 mg/dl and rising; the user was advised to change infusion and related supplies and agreed to do so, with a follow-up confirming glucose was trending down. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization after troubleshooting and education were completed. Investigation included user coaching on supply replacement and monitoring response after the set change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.